Event description:
Reporter stated that patient obtained a blood glucose result of 368mg/dl, while using the suspect device. Reporter indicated that patient's blood glucose was immediately retested, on a laboratory instrument, with a result of 157mg/dl. Based on the laboratory value, patient's physician reportedly decreased dosage of oral diabetic medication. No patient injury was reported. Quality control testing had not been performed on the suspect device. The suspect product was not returned to the manufacturer for evaluation.